Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The ilet logs confirmed the device was performing to specification including reacting to cgm glucose values and triggering alerts. The log review showed inconsistent use of the meal announcement feature as well as multiple periods of pausing insulin. The patient is on mdi therapy pending retraining on the use of the ilet, after-which the user will go back on the ilet. Should new, relevant information become available, a supplemental MDR will be submitted.

Event description:
On 4/11/2025, a patient's hcp reported a hypoglycemic event occurred on (B)(6) 2025 with one of her patients. The patient experienced a seizure and loss of consciousness and was transported to the hospital. The patient was admitted on the same day and was treated by hospital staff with glucagon and fluids. The hcp reported her patient was not properly announcing meals nor following the ketone action plan. The patient was discharged on (B)(6) 2025 and is doing fine.